Event description:
It was reported that the event involved a patient, (B)(6), while in the cath lab during use. The iab-05840-lws was inserted through the sheath via right femoral artery without issue. After insertion the intra-aortic balloon (autocat2 wave, s/n (B)(4)) alarmed "fos signal lost", no arterial pressure curve. As a result, the iab was removed. A new iab was inserted via the same insertion site without issue and iabp therapy was given as planned successfully. There were no pump strips generated or x-ray performed for review. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was an approximate 10 minute delay or interruption in therapy with no harm to the patient noted. The patient outcome is okay. Additional information received stated that the user followed the instructions for use and they connected the fiberoptic sensor (fos) before they made the insertion. The second iab was also an arrow iab-05840-lws using the same procedure and worked successfully without issue.

Manufacturer narrative:
(B)(4). The sample will not be returned as it has been discarded.